Event description:
The doctor tried to insert the cannula with introducer following usual dilation technique, but the cannula could not be inserted into the vessel. It took approximately 30 minutes for cannulation. The pt died two days later. The doctor said that the cannulation problem was not a direct cause, though the long time for the cannulation was a potential indirect cause.